Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective main pcb. As a result, the main pcb board assy b(7012103) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power supply cut off midway and failed to turn on afterward. This occurred during infusion at the facility. There was a patient involvement, but no patient harm or adverse event reported.